Event description:
It was reported that the physicist measured the kvp output to be greater than 5% out of tolerance. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.